Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. 2 complaints have been recorded over the batch number a702ab0707. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was found that the inner sterilized packaging is opened during the operation.no adverse event has been reported as a result of the malfunction.

Event description:
It was found that the inner sterilized packaging is opened during the operation.no adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, the received photo confirm the event. The review of the device manufacturing quality record indicate that (B)(4) products désignation refobacin bone cement r 40x1, batch a708bb0707 were manufactured on (07th july 2017). The device manufacturing quality record (of 6096822) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. 2 complaints have been recorded over the batch number a708bb0707. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be sent to the customer to inform the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that (B)(4) products désignation refobacin bone cement r 40x1, batch a708bb0707 were manufactured on (07th july 2017). The device manufacturing quality record (of 6096822) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was found that the inner sterilized packaging is opened during the operation. No adverse events have been reported as a result of the malfunction.